Event description:
It was further reported that the index procedure target lesion located in the mid left anterior descending (lad) artery was a 90% stenosed, 3.0x5.5mm lesion. No pre-dilation was performed. Post dilation was performed resulting in 0% residual stenosis. The target lesion in the 1st obtuse marginal branch was a 90% stenosed, 2.4x7.0mm target lesion treated with pre and post dilation resulting in 0% residual stenosis. The patient was discharged 2 days later on bayaspirin and panaldine. In (B) (6) 2009, angiography confirmed de novo stenosis without ischemic symptoms in both the distal lad and 2nd obtuse marginal branch. The next day, treatment was performed on the 2.5x12mm lesion located in the distal lad resulting in 0% residual stenosis. The lesion located in the 2nd marginal branch was a 90% stenosed, 2.0x10mm lesion resulting in 50% residual stenosis following treatment. The patient was discharged the next day.

Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, the pt presented with stenosis in the target vessels. The index procedure treated two lesions. The first lesion was located in the mid left anterior descending (lad) artery. Treatment placed a 3.0x20mm taxus express2 study stent. The 2nd lesion was located in the 1st obtuse marginal branch. Treatment placed a 2.5x24mm taxus express2 study stent. In 2009, a 90% stenosis of the distal lad was confirmed and an unspecified taxus stent was placed. A lesion in the 2nd obtuse marginal branch was confirmed and treated with poba.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.